Event description:
Caller reported aviva system blood glucose results of 462 mg/dl at 4:10 pm, 48 mg/dl at 4:15 pm. Based upon a sliding scale, the customer took 40 units of humalog after the 462 mg/dl result, and ate after the 48 mg/dl result. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.